Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The cause for the failure was an internally shorted u612and r781 on the ca board. . The root cause for the defective components could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.